Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found cracks in the upstream sensor assembly, which can cause intermittent air-in-line and clean load point 2 alarms, confirming the reported symptom. The upstream sensor assembly will be replaced. See scanned page.

Event description:
It was reported that a pump" goes into an air-in-line alarm then will convert to a clean load point #2 alarm." It was also reported that there was no pt injury.